Event description:
It was reported that during a routine pulse generator check, the device exhibited far r wave oversensing which caused inappropriate auto mode switch episodes. The device was reprogrammed. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).